Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "hardened nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient bilaterally in the malar region with 2 syringes of juvéderm® voluma¿ with lidocaine. Fixe weeks later, the patient was injected bilaterally in the lower eyelids with 1 syringe of juvéderm® volbella¿ with lidocaine. Ten months later, the patient reported a ¿hardened nodule¿ in the lower left eyelid and left malar region. The patient was treated a month later with ciprofloxacin + clarithromycin for 3 weeks and was also treated with 6 days of predsim. After fifteen days, there was no improvement, and the patient was treated with nimesulide. Hyaluronidase was administered five weeks after the patient informed health professional about the nodule. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00361 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma¿ with lidocaine.